Event description:
It was reported that a malfunction occurred with code malf 9. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue, allowing continued use of the pump. The customer was advised to call back if the malfunction code recurred, and they acknowledged the instructions.